Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis, trauma, and t5 fracture with paraplegia. Approximately eight years and three months post filter deployment it was alleged that the filter struts perforated and detached. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and three months later, computed tomography (CT) revealed that the filter appeared to be infiltrate around several abdominal structures. Approximately fifteen days later, the patient presented for filter removal, an access made via jugular vein and using rigid forceps, the neck of the filter was captured, and the filter was easily removed. One arm of the filter was broken and outside of the wall of the inferior vena cava. This can also be seen on the previous computed tomography (CT) scan where this arm was located in the retroperitoneal fat. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiration date: 04/2012). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis, trauma, and t5 fracture with paraplegia. Approximately eight years and three months, post filter deployment it was alleged that the filter struts perforated and detached. The device was removed percutaneously. The current status of the patient is unknown.